Event description:
Cryopreserved bags of bone marrow cells were transported in a container with liquid nitrogen from the reporting blood bank to the transfusion site. The containers were thawed at the bedside. When one of the bags was taken from the water bath. It was reported that the tubing broke off and the product was lost into the water.